Manufacturer narrative:
(B)(4). Batch #: 277a04. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with the anvil bent upwards, with tyvek, and without reload present. No functional test was performed due to the condition of the device. It is possible that the device was clamped over an excess of tissue causing the anvil to bend and for the firing stroke and the staple form to be incomplete. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 277a04, and no non-conformances were identified.

Event description:
It was reported that in an unknown procedure using the psee60a, an error occurred in the process of firing. When the surgeon pulled back the safety lock and fired the trigger , the blade suddenly stopped in the middle of cartridge. As an emergency measure, the surgeon backed off the blade and detach it from the tissue. There were no reported adverse consequences for the patient.